Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached contradicting the reported event description; therefore, the evaluation could not determine the cause of the reported event. There was no premature detachment of the implant coil. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
During the preparation, it was reported the implant coil prematurely detached as it was being hydrated. Another coil was used to complete the procedure. No patient injury was reported as the device was not used in the patient.